Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 silicone connection at the tip of the jaw came loose. A new device was used and the procedure was completed without issue, with no impact on the patient. There was no delay in treatment. Nothing fell into the patient.

Manufacturer narrative:
Tw #: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
(B)(4). Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. No escalation is required at this time per mcv00022015. The lot # 3000423009 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.